Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during the inflatable penile prosthesis (ipp) implanting procedure, the physician perforated the patients bladder with his finger.the implant procedure was aborted. The patient's bladder was surgically fixed at the time of this incident. The physician later implanted the reservoir and connected it to the already existing cylinders and pump. The patient status is reported as good. Should additional information be received a supplemental report will be submitted.